Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Five days prior to the event onset, the patient was hospitalized for an unreported medical condition. The patient was treated with intraperitoneal amikacin 750 mg once daily (duration not reported) and intraperitoneal vancomycin 1.5 g once daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was unknown. No additional information is available.